Manufacturer narrative:
Additional information: there was no issue with the valve of the sentrant noted during initial prep of the device. It was noticed when the dilator was removed from the sheath after it was inserted into the body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an unknown device during an unknown procedure. It was reported during the index procedure the valve on the sentrant sheath became loose and needed to be popped back into place. The valve was popped back into place and the case continued with no impact to the patient reported. Per the physician the cause of the event was suspected to be fault with the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.